Event description:
It was reported that the customer had a motor error alarm during a bolus on the insulin pump. Customer changed the battery. No further troubleshooting was done according to the nurse. No additional information provided.

Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, scratched reservoir tube window and cracked battery tube threads.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.